Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for pain at the closed loop stimulator (cls) implant site and inadequate pain relief in the right lower limb. An MRI was obtained which confirmed no fluid present at the cls implant site. The system was explanted.